Manufacturer narrative:
Date received by manufacturer: 28jun2019. Date of report: 17jul2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the touchscreen was working when the navigation ring failed; therefore, the customer was still able to access the ventilator's functions. Thus, this was not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit's navigation ring failed. There was no patient involvement.